Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing is breaking when in use. There as no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing is breaking when in use was confirmed. Visual inspection found the male luer collar manufactured by smiths medical cracked and separated from the set. A green swab cap was attached to the male luer collar. The root cause of the customer¿s report is due to prolonged alcohol exposure to the male luer from the attached green swab cap.